Manufacturer narrative:
The device was returned and evaluated following the report of failure to charge. Visual inspection identified no abnormal wear or damage to the exterior of the device. The device powered on successfully when placed on a charging pad and was charged to full capacity. During subsequent monitoring, the battery level decreased to 93% within two hours while not in use, replicating and confirming the reported issue. Engineering logs were downloaded and reviewed and supported the finding of a battery operating out of specification while on charge. The root cause was determined to be a faulty battery. The device was repaired by replacing the battery, cleaning and resealing the device, and updating the software to the latest version. This supplemental MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet device did not increase in battery percentage despite over two hours on the charger, with a solid green charge indicator and correct charger placement confirmed, and device logs showing the battery out of specification while on the charger. Symptoms included none. Outcomes included no reported impact to the user¿s health and no medical intervention. Investigation included review of alarm history and device logs and user troubleshooting confirming correct charging setup and alternate power outlets. Investigation of this case revealed evidence consistent with a device battery performance issue while connected to power. It was concluded that the device experienced a battery charging malfunction and a replacement device was arranged.